Event description:
It was reported that the tip of the driver was cracked. No patient complications were reported.

Manufacturer narrative:
Visual and optical examination revealed cracks at corners of internal hex 180 degrees apart from the other. The location and d direction of the tip cracks are consistent with bend stress overload. The above observations are consistent with bend stress overload, which may have contributed to the foregoing event.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.